Event description:
It was reported that the 7700 system booted up with a "bad iris pod" error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator. The system was tested and found to be working as intended and put back into service.